Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07-mar-2016 for investigation. A visual inspection of the returned platform was performed and found the top cover cracked due to physical damage. A review of the platform's archive data was performed and found multiple occurrences of ua 45 on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The reported ua 45 message was also duplicated when the platform was powered on for functional testing. Further investigation determined that the drive shaft needed to be rotated back to "home" position to solved the problem. Also, observed that one of the load cells (load cell 1) was not functioning properly. Based on the investigation, the parts identified for replacement were the top cover and load cell 1. In summary, the customer's reported complaint of the platform displaying a ua 45 message was confirmed through review of the platform's archive data and was also replicated when the platform was powered on for functional testing. The root cause was determined to be the rotating drive shaft was out of alignment. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the part identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported to zoll that the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) upon power up during a shift check. The customer tried to reset the shaft to home position and was not successful. No patient involvement was reported.